Manufacturer narrative:
Correction should have been (B)(6) 2021 rather than (B)(6) 2021.

Manufacturer narrative:
The reported events were lead dislodgement, lead fracture, failure to capture, failure to sense, low pacing impedance and insulation damage. As received, a complete lead was returned in seven pieces. The reported events of lead fracture, failure to capture and failure to sense, low pacing impedance were not confirmed. Impedance test was unable to be performed due to the condition of the lead. Electrical testing did not find any indication of conductor fractures. Analysis found both shorting between conductors and insulation damage consistent with procedural damage.

Event description:
Related manufacturing reference number: 2017865-2021-30766. It was reported that the patient presented for remote follow up via merlin.net with right atrial (ra) and right ventricular (rv) leads that exhibited failure to capture and failure to sense due to lead dislodgement. The rv lead also exhibited low pacing impedance. Fluoroscopic x-ray was performed to confirm rv lead fracture and insulation damage. The rv lead was explanted and replaced. Programming changes were made to deactivate the ra lead. The patient was in stable condition.